Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the cover screw that came out of its original packaging at the time of the surgery had no threads and therefore could not be placed on the implant. Doctor placed a healing abutment in order to complete the procedure.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. Product evaluation: one cover screw for implant (tsvb10) was reported but not returned for investigation. Therefore, visual/physical evaluation could not be performed. The investigation was conducted using applicable instruction for use, risk files and other available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Patient pre-existing conditions, tooth location, placement duration and x-ray image were irrelevant to this investigation. Picture evaluation: picture image was provided by the customer and the reported event and coob was confirmed. Review of appropriate documentation: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants, ifu4869 rev 9 - 10/19. Information identified: product packaging. Per the applicable IFU, 'all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile' DHR review: DHR review for the lot (1244259¿ implant lot) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review: complaint history review was performed for the reported lot number (1244259 ¿ implant lot) for similar events (complaint category keyword: damaged threads) and 1 other complaint identified (B)(4). Post market trending review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Additionally, the coob has been confirmed.

Event description:
No further event information is available at the time of this report.